Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. An event history log review was performed and there were no keystrokes, programming, or use related events that would indicate and/or contribute to the reported issue. External/internal inspection was performed and passed. Visual inspection found no physical damage. The power on self-test was successfully completed. All functional tests were performed and the device passed all tests. The one hour simulated therapy was completed without error or alarm. A service history review was performed and there was no relationship or potential cause of the reported issue related to repairs made to the device. Should additional relevant information become available, a supplemental report will be submitted.